Event description:
The facility reported instrument (20g trocar cannula) came apart three times when inserting during the procedure. As a result the pt's incision was larger; the reporter stated there was no pt harm from this event. Add'l info received from the surgeon states; outcome/prognosis of this event is reported as "unk". No unplanned surgical/medical intervention was required. The surgery became more difficult. This report is for the same pt referenced in MDR#: 3003398873-2008-00001, 00002.

Manufacturer narrative:
Evaluated add'l device returned from unk lot. The scissors insert was broken and appears to have been twisted. The scissors blade is about 1.5mm (approx 17ga), this instrument is not designed to be placed through a 20ga trocar cannula. The root cause is broken and twisted scissors as a result of handling.